Event description:
The customer reported to olympus, a piece of plastic on the evis exera ii ultrasonic bronchofibervideoscope fell off. The customer did not know what part of the scope the piece came from. No patient harm reported. During the evaluation of the device, it was noted the parts fell off from the distal end. This report is to capture the reportable malfunction of parts fell off from the distal end noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was partly confirmed. A small piece of plastic was sent with the subject device, separated in a plastic bag. It was unknown how the plastic part could detach and from which endoscope part the piece came from. There were no additional findings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, there was no damaged part in the scope, and it was unclear from which part of the device the plastic piece fell off. It was surmised that wear and tear of device with mishandling issue likely contributed to the event, but it cannot be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.